Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia while using the ilet system with a contact detach infusion set, with cgm readings in the high range and an engineering log showing an occlusion alert that persisted until the infusion set and supplies were changed; the family noted redness at the infusion site and repeated use of the same site, and education on proper site rotation and occlusion alert management was provided. Symptoms included elevated blood glucose. Outcomes included return to target range after infusion site change and resolution guidance provided. Investigation included review of device engineering logs and troubleshooting with the family. Investigation of this case revealed an occlusion that prevented insulin delivery for an extended period, consistent with an infusion set or infusion site issue, with redness suggesting site irritation and potential site overuse. It was concluded, based on previously established findings for similar reports, that the cause was unclear but consistent with an infusion site occlusion contributing to hyperglycemia. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.